Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a left breast needle localization and lumpectomy, the bovie pencil was operating too hot and they observed a flame from the tip on two occasions. The pencil was removed from the field. No patient injury was reported. (B)(4).